Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an urgent low glucose event while using the ilet, with the display indicating a downward trend to 73 mg/dl; the device suspended insulin delivery in response, and the user planned to treat with oral glucose and perform a confirmatory fingerstick when supplies were available. Symptoms included hypoglycemia without loss of consciousness or need for professional intervention. Outcomes included transient low glucose outside target for approximately 15 minutes, with self-management planned using oral glucose. Investigation included review of device behavior in response to low cgm readings. Investigation of this case revealed no device malfunction reported and that the ilet¿s low-glucose safety feature operated as designed by suspending insulin. It was concluded that the event was hypoglycemia of unclear cause with appropriate device response and user-directed oral glucose treatment planned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.